Event description:
A potential for compromise in the sterility of the product was noted during an internal stock audit.

Manufacturer narrative:
During an internal stock audit it was noted that the pouch used to package the bur had a foldover in the seal, resulting in a breach in the sterility of the product.